Event description:
Information received from the field notes that the patient was admitted to the hospital with shortness of breath. Loss of atrial capture was evident. Capture was obtained when the device was programmed to 5.0 v or greater in bipolar. There was no capture in unipolar at any setting.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received